Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The event date is an approximation. The patient reported that approximately 5-6 years ago, she experienced a loss of consciousness due to suspected hypoglycemia while wearing a dexcom g6 cgm. She stated that she sensed her blood glucose was rapidly declining while she was at a store. The last cgm value she recalled seeing before losing consciousness was approximately 80 mg/dl; however, she was unsure of the reading's accuracy and was unable to perform a fingerstick blood glucose (fsbg) check at the time. The patient attempted to obtain a soda for treatment but lost consciousness before consuming it. She regained awareness after being transported to the hospital. The patient was unable to recall the exact date of the event or whether an fsbg measurement was obtained during her treatment. She reported that the only intervention she remembered receiving was IV saline. She did not recall receiving any medications. The patient stated that she recovered without further complications and felt well following the event. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/25/2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.